Manufacturer narrative:
Original submission narrative: the device referenced in this report has not been returned to siemens for evaluation. If the device is returned at a later date, this report will be supplemented. Follow-up narrative: this supplemental report is being submitted to provide additional manufacturer narrative. Engineers waited for the part for 4 months for the return of the device so that they could perform an investigation but the device was not returned. Should a root cause be identified at a later time when the part arrives, the investigation can be reopened.

Event description:
It was reported that a patient was already sedated and in the middle of undergoing a transesophageal echocardiography (tee) study when the control panel froze. The study could not be completed because it was reported that there was not enough time to obtain another imaging system. It is unknown whether the patient returned to the hospital to repeat and complete the study; however, it was reported that there was no patient adverse event. No additional information was provided.